Event description:
Reporter stated that customer received the following results on the performa system within 8 minutes: 25.1 mmol/l, 3.3 mmol/l, 3.7 mmol/l and 3.9 mmol/l. Customer felt hungry and shaky at the time of the 25.1 mmol/l result. After the result of 3.3 mmol/l customer self-treated with 2 chocolate biscuits and a slice of bread with honey. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.